Manufacturer narrative:
No pt info as no pt was involved in this concern. Engineer confirmed that the error message will only appear when there is gap, not overlap. Rep requested this be added as an error message since the imaging protocol indicates we cannot use exams with gap or overlap.

Event description:
A sr activa development mgr reported that she is not getting a non-contiguous error message when loading an exam. The slice spacing is 0.8 and thickness is 1.6. This event did not occur during surgery and no pt was present.